Event description:
The device was used during an unspecified procedure. Reportedly, the clips did not load properly and the instrument jammed. The surgeon applied another instrument to complete the procedure. The hosp has reported no patient injury occurred.

Manufacturer narrative:
During evaluation, co concluded that the reported damage was caused by the user firing through the interlock. The interlock is a safety feature designed to prevent the jaws from closing when a clip is not loaded.